Event description:
It was reported that the pt was unable to fully charge the neurostimulator. In the beginning, contact was achieved, but the pt was charging the unit for hours and the charge did not make any difference in the battery level. Following explant it was possible to fully charge the battery. It was also reported that stimulation was in the wrong location, so it was not being used. The stimulator and lead were replaced. The pt recovered without sequela.

Manufacturer narrative:
.